Manufacturer narrative:
Concomitant product: arctic front advance cardiac cryoablation catheter. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age characteristic is male/(B)(6) years old for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿prevalence and pre-procedural predictors associated with right phrenic nerve injury in electromyography-guided, second-generation cryoballoon ablation: single large balloon and single 3-minute freeze techniques.¿ jacc clin electrophysiol. 2016;2(4):508-514.

Event description:
The literature publication reports the following patient complication while using a sheath catheter: there was one (1) patient who experienced cardiac tamponade requiring intervention. The status/location of the sheath catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.